Event description:
A hospital in (B)(6) reported that the port of an mr290v vented autofeed humidification chamber "deformed" after being set up for one hour prior to patient use. The hospital has further reported that the mr730 respiratory humidifier alarmed when the power supply was turned on. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). (B)(6). Method: the complaint chamber was returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: the visual inspection revealed the chamber dome to be deformed. A lot check revealed no other complaints of this nature for lot 120801. Conclusion: it is most likely that the deformation of the chamber dome is due to the chamber being heated without any flow for an hour prior to patient use. The hospital has confirmed that the mr730 respiratory humidifier had alarmed at the time of chamber deformation. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected this suggests that the damage to the chamber dome occurred after release for distribution.